Event description:
As reported: slight resistance was felt when attempting to insert a chikai nexus guidewire into this headway microcatheter outside the patient¿s body. The guidewire was inserted into the microcatheter from the tip for use. The microcatheter was delivered into the aneurysm, the guidewire was removed from the patient. An axium prime frame coil was then attempted to be inserted into the microcatheter. However, the coil could not pass through the hub of the microcatheter, which prevented the coil from being inserted. The microcatheter was not used and was replaced with another headway microcatheter. The microcatheter was delivered into the aneurysm, and the coil was inserted. After detaching the coil, the pusher wire was attempted to be removed from the patient. However, the pusher wire could not be pulled back. The microcatheter was withdrawn along with the pusher wire and successfully removed from the patient. The microcatheter was replaced with another microcatheter to continue the procedure. Subsequently, the procedure was successfully completed with no patient health damage. When the device was received for evaluation, the investigation findings found the lumen coil was dislodged, and the braid was exposed.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Investigation conclusion: the investigation found that an in-house coil encountered resistance when attempting to advance into the lumen of the returned headway microcatheter during functional testing, which is consistent with the advancement issue described in the reported event. The hub was examined, and the ptfe lining was damaged, the lumen coil was dislodged, and the braid was exposed, which would have resulted in the resistance encountered. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the damaged ptfe liner, dislodged coil, and exposed braid, but these conditions are consistent with a deviation in the manufacturing process, which will be addressed per the quality system process. A CAPA has been initiated.